Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced "no therapy". The catheter was found to have migrated out of the intrathecal space into the paraspinal fascia. The catheter was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.